Event description:
The patient called alleging that the meter displayed a 224 and a 162 mg/dl and the results were within 10 minutes from one another. The test strips were in good condition and not expired. The meter was coded properly; however, the technique of applying blood on the test strip was incorrect. The control solution was opened less than the discard date. The patient tried to do a control test with customer service; however, the test would not start with the test strip. Customer service was unable to resolve the issue and sent the patient a replacement meter.